Manufacturer narrative:
This correction report is being submitted due to a change in the d6b explant date field. Additional information received provided the correct model and serial number for this lead. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital after their family determined they were unwell. The patient was evaluated and an x-ray performed. The x-ray showed a potential cardiac perforation, but a definitive diagnosis was not made. Reprogramming was completed at this time. Patient evaluation found oversensing of noise, increase in capture thresholds, reduced amplitude and a decrease in pacing impedance measurements. However, pacing impedance measurements remained within range at this time. The physician chose to surgically abandon this rv lead. Another rv lead was implanted to complete this procedure. Subsequently, the patient was seen for a post-surgery follow up and it was determined there were no further issues observed. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital after their family determined they were unwell. The patient was evaluated and an x-ray performed. The x-ray showed a potential cardiac perforation, but a definitive diagnosis was not made. Reprogramming was completed at this time. Patient evaluation found oversensing of noise, increase in capture thresholds, reduced amplitude and a decrease in pacing impedance measurements. However, pacing impedance measurements remained within range at this time. The physician chose to surgically abandon this rv lead. Another rv lead was implanted to complete this procedure. Subsequently, the patient was seen for a post-surgery follow up and it was determined there were no further issues observed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital after their family determined they were unwell. The patient was evaluated and an x-ray performed. The x-ray showed a potential cardiac perforation, but a definitive diagnosis was not made. Reprogramming was completed at this time. Patient evaluation found oversensing of noise, increase in capture thresholds, reduced amplitude and a decrease in pacing impedance measurements. However, pacing impedance measurements remained within range at this time. The physician chose to surgically abandon this rv lead. Another rv lead was implanted to complete this procedure. Subsequently, the patient was seen for a post-surgery follow up and it was determined there were no further issues observed. No additional adverse patient effects were reported.